Event description:
It was reported that within a day of implant, the left ventricular (lv) lead was found to be unable to capture and was determined to have dislodged. The lead was repositioned and remains in use. The patient is enrolled in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 lead, implanted: (B)(6) 2003; 5076 lead, implanted: (B)(6) 2003. (B)(4).